Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion from l2-ilium. Intra-op, the screw driver broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed approximately 3mm of the instruments tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.